Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.5 ug/ml and was reported outside the laboratory as <2 ug/ml. The tech noticed that < 2 ng/ml was less than their reportable range and repeated the sample. The repeat result was 21.4 ug/ml. She immediately called the floor and gave the nurse the corrected result. The repeat result was believed to be correct. The patient was not treated based on the initial result and was not adversely affected. The vancomycin reagent lot number was 60200201 with an expiration date of 03/31/2015. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be identified. Based on review of the provided reaction monitor, it appeared no sample was pipetted. Most likely this was due to a preanalytical issue which caused fibrin clots or strands in the sample or was due to foam or bubbles on the sample. As the calibration and qc were acceptable, a general reagent issue could be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.